Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00160-01. Correction to h6: this supplemental report is being submitted to provide correction to h6, was inadvertently marked as e2008 instead of e1311. Additionally, a15 should be added to medical device problem code.

Event description:
It was reported that during a ureteroscopy with laser lithotripsy, the bending section of the sheath was ripped and the ureteroscope was stuck inside of the patient for 3 days. Additional information was received that 3 days after the initial procedure, another cystoscopy was performed for the removal of ureteroscope, retrograde pyelogram, and left stent insertion was performed and the scope was able to be removed. The physician had waited for the patient to get "dilated" (the bodies own natural response to the kidney being blocked so that urine couldn't drain causing pressure) for the removal of the ureteroscope. The patient had undergone 2 additional surgeries and 3 nights of hospitalization on strict bedrest to avoid a urinary tract avulsion. The patient was then discharged home with a ureteral stent. There were no further reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00219. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b1, d9, h3 and h6 the device was returned to olympus for inspection and the reported failure was confirmed. It was observed that the a-rubber was partially removed from the distal end and exposed the bending section. The a-rubber was also found folded into accordion shape, increasing the diameter. In addition, the following reportable malfunction was identified during the device evaluation: bending section ¿ lifted pins and the glue at the bending section was also found missing. A definitive root cause could not be identified. Based on the results of the investigation, the investigation findings of the reported failure do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.